Manufacturer narrative:
On 29-oct-2024, additional information was received indicating the sheath used for vascular access at the groin was not a biosense sheath. The patient did not have a stroke or a transient ischemic attack (tia). No additional medical intervention was taken. The patient had a computed tomography (CT) that was negative. The patient's symptoms improved and he was discharged. Based on the additional information received this event has been reassessed and is now considered a non-serious patient event. It was confirmed that no additional intervention was required, no reported prolonged hospitalization and no permanent impairment of a body function or permanent damage to a body structure. This event is no longer considered to be an MDR reportable event. Note: the h6. Medical device problem code has been updated from "patient device interaction problem (a01)" to appropriate term/code not available (a27)" to be representative of "patient event non-serious". Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4. Catalog should be unk_smart touch bidirectional sf. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a smart touch bidirectional sf and the patient experienced groin bleeding and left sided numbness that required closure devices for the groin puncture and stroke team consultation. At the end of the procedure, all of the carto products were removed from the patient and out, and the patient had bleeding at the groin site. About thirty minutes to an hour later the patient complained of some numbness in their right arm and right leg. They held pressure and deployed a vascade closure device, the closure device ended up not working for them and they had to use a different closure device. The patient was still able to move their limbs but believed they called a stroke alert out of an abundance of caution. The last known patient status was that they were stable, their heart rate was normal and their pressures were normal as well. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.